Manufacturer narrative:
A141204 removed from h6; a141203 added to h6. The investigation is still ongoing.

Manufacturer narrative:
B5 updated with updated clinical narrative. Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.

Event description:
An impella cp device was inserted via the femoral artery (side not specified) in a 44-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. Following insertion, the guidewire was removed, and attempts were made to initiate pump support. Immediately upon startup, the system generated a ¿pump stopped / automated impella controller (aic) failure¿ alarm. An attempt was made to restart the pump; however, the pump again stopped. Two restart attempts via the aic were unsuccessful. No additional troubleshooting measures were performed, and the aic was not replaced. Given the inability to initiate impella support, percutaneous coronary intervention of the left main coronary artery was performed without impella assistance. The patient¿s hemodynamic status remained stable throughout the intervention despite the absence of mechanical circulatory support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of the 2 report, where this report represents the pump and the other report is for aic.

Event description:
The complainant in japan had a cp pump and automated impella controller (aic) support being initiated to support the patient in need of pci for the ami/cgs patient. The pump stopped and was unable to be restarted successfully. In troubleshooting they also wished to replace the aic but there was no backup/not in patient use console available. The pump was explanted and pci performed without hemodynamic support of impella. Patient survived. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.